Event description:
Complainant alleged that the clinicians were administering several defibrillation shocks to a female pt (age unk), but on the third or fourth shock the device paddles arced between the paddles shoes and the paddle housing. The clinicians rearranged the device wires and continued to defibrillate the pt a couple more times. The paddles did not arc again during the event. The complainant indicated that the pt subsequently expired, but the pt outcome was not as a result of the reported malfunction, as "the pt was very ill."